Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
A diamondback coronary orbital atherectomy device was used for treatment of lesions in the circumflex artery, which was tortuous. The trifurcation exhibited a steep bend almost 180 degrees from left main (lm) to cx. There was calcific disease in the lm and diffuse disease in the cx. The physician planned to treat the cx with atherectomy. Five low-speed treatments were performed. During the fifth treatment pass, the physician treated distal in the lm where the wire bias was at its most severe. A perforation occurred. A covered stent was delivered, and protamine was administered. The patient's pressures decreased, and groin access was created to insert an impella device. This stabilized the patient, but the cx shut down due to protamine administration. Four additional stents were placed in the cx, lad, and ramus. In the opinion of the physician, wire bias caused the perforation. The patient was stable at the conclusion of the procedure.